Event description:
It was reported that the device was stuck in the lesion. The 95% stenosed target lesion was located in severely calcified mid right coronary artery. A 1.25 mm rotalink burr was selected for use. During the procedure, the burr became stuck in the lesion. Subsequently, the device was removed with a guidezilla. A 1.50 burr was attempted to be used, but it was found that the plastic protective cover near the proximal end was fractured. The procedure was completed with different device. No patient complications were reported and the patient is stable.